Event description:
Pt had a history of total hip replacement in 1991, pt fell and sustained a periprosthetic fracture of the right femur. The fractured femur was repaired in 2006 with plate and cables. During a follow-up visit, an x-ray performed in the surgeon's office revealed a loss of fixation. The pt was taken back to the or the following year, where it was discovered that three of the four cables were broken and the plate was loose. All implants were removed and internal fixation of the right femur was performed with a plate and allograft strut.